Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa) and the clip implanted only on one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed medially on the mitral valve. The lock line was removed and upon performing the second establishing final arm angle (efaa) test, the clip opened approximately 60 degrees. The clip was reclosed; however, it failed efaa again. The opening of the clip resulted in loss of posterior mitral leaflet (pml) capture. Several more attempts of efaa were performed until it was acceptable. The clip was deployed only on the anterior mitral leaflet (aml). A second clip was advanced and placed on a2/p2 (lateral to the first clip) and successfully implanted to stabilize the first clip and reduce mr. The procedure was complete with a final mr grade of 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
Two fluoroscopic videos and one fluoro still image were provided. In the first video the reported clip delivery system (cds) can be visualized and is straddled with the steerable guide catheter (sgc). The clip arms initially start out in a fully closed position (~10°) and then begin to slowly open to ~90°. These angles are approximations based on visual assessment of the video and cannot be confirmed. However, it is apparent that the clip opens in the video. Presumably, this video was taken during an efaa attempt when the reported issue occurred. In the second video, the first implanted/reported clip is fully deployed and the second cds can be seen located inside the sgc, with the distal tip of the clip just proximal of the sgc soft tip. This aligns with the reported details that the first clip (with the reported efaa issue) was implanted and a second cds was used. In the still image provided two side-by-side fluoro images can be seen. In the right image, two deployed clips can be seen with the second cds in view, presumably taken post-deployment of the second clip.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported clip opening while establishing final arm angle (efaa) could not be determined. The reported difficult leaflet capture appears to be a cascading effect of the clip opening during efaa. The reported clip being implanted only on one leaflet in the patient was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.